Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six minutes after starting treatment with polyflux 170h dialyzer, the patient experienced chest tightness, mouth breathing, chills, jugular vein irritation and other unspecified symptoms. The was administered dexamethasone sodium phosphate (10mg injection) and oxygen. It was reported the symptoms improved slightly. Twenty minutes after starting therapy the patient experienced shortness of breath. The patient administered an intravenous push of dexamethasone sodium phosphate (5mg injection). Ten minutes later, the chest tightness was slightly relieved; however, the patient complained of throat itching, throat tightness and itching of neck skin. Treatment was discontinued and the throat tightness was slowed. No additional information is available.